Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue mx550 patient monitor and there was no sound coming from the device. The device was not in use monitoring a patient at the time of the reported issue. No adverse event was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone number: (B)(6).

Manufacturer narrative:
A field service engineer (fse) went onsite and found that the speaker was in bad condition. The fse determined that the speaker required replacement. Based on the information available and the testing conducted, the cause of the reported problem was the speaker. The reported problem was confirmed. The device was operational after replacing the speaker. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.